Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet using multiple usb charging cables and wall adapters. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 72 mg/dl. Reportedly, the power source alert cleared and the pump was able to charge successfully.